Event description:
A-line monitoring extension set (high pressure tube with one way stopcock) had a crack/leaking. A-line tube was being replaced and upon attachment of new tubing, the extension was found to be leaking. Unable to properly flush or get accurate readings of pt's blood pressure due to leak in high pressure extension tubing. Sample mailed through fedex trk# [redacted number] on [redacted date]. Manufacturer response for aline extension kit, (brand not provided) (per site reporter) multiple reports, emailed bard with each.